Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 52.4cm from the distal tip was returned for evaluation. Internal insulation abrasion was noted at 29.6-29.9cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 5.0 -6.5cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 29.2-29.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc shock coil at 24.6-26. 6cm from the distal tip. One rv conductor and the svc shock coil were melted at 24.8cm from the distal tip. This is consistent with the field complaint of low hv lead impedance.

Event description:
Low hv lead impedance was observed. It was reported that prior to explant, x-ray did not show any anomalies. Upon explant, it was reported that the lead was cut and externalization was observed. Since no anomalies were observed prior to explant, it is likely that the reported externalization observed up explant was due to the lead having been cut during explant.